Event description:
Boston scientific received information that this patient experienced a syncopal event at home. The patient reports that they have experienced episodes of shortness of breath and dizziness in the past but this is the first report of syncope. No additional adverse effects have been reported.

Manufacturer narrative:
Additional information was requested from the field representative but they had not heard any information from the physician or the patient regarding this event. Given this information, this report is complete. This report will be updated if further information is received.